Event description:
The customer reported that the autopulse platform (sn: (B)(6) with a fully charged battery was deployed during a patient call. The autopulse platform took an unusually long time for lifeband initialization after the patient was placed on the platform. Although the autopulse platform tightened the lifeband and started compressing, a full compression was never completed. No error messages were displayed on the lcd. Manual CPR was immediately resumed. No consequences or impacts to the patient. After the call, the autopulse platform was tested with a mannequin at the station. But the same issues occurred, and when prompted to realign the patient, the platform failed to proceed past the resetting screen.

Manufacturer narrative:
The reported complaint that the autopulse platform (sn: (B)(6) took an unusually long time to initialize was confirmed during functional testing. The root cause of the reported complaint was the processor board failing to fully boot up the device, due to failed component(s). The archive data could not be downloaded due to the failed processor board. During the initial functional testing, the autopulse platform failed to boot up completely, confirming the reported complaint. No error message was displayed. The processor board needs to be replaced to remedy the issue. Zoll is awaiting the customer's approval for repair. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for the autopulse platform with serial number: (B)(6).